Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and stated that on (B)(6) 2014, patient experienced a hypoglycemic event and paramedics were contacted. Upon the arrival of the paramedics, patient was administered an IV. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient's mother stated that patient was okay.